Event description:
It was reported that label of bd¿ pen ii organon puregon pen second gen was missing information about manufacturing date and msd purchase order numbers.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following:

Event description:
It was reported that label of bd¿ pen ii organon puregon pen second gen was missing information about manufacturing date and msd purchase order numbers.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a review of requirements written in the customer specification. There is no requirement for the dom to be listed on the label. The 8d team leader verified complaint history records from bdm-ps customer complaint system. The concerned batch has not been previously investigated for similar problem statement. A trackwise history search confirms and reports that no simila problem statement has been reported on the same catalog number. Bdm-ps confirmed to be out of the customer specification for the absence of the merck po number. By common consent with merck and bdm-ps further to a meeting held in january 2014, the supplier deleted the information of the merck po number written on labels. Bdm-ps did not reverberate this modification in the customer specification but will apply it during the next update. Based on the investigation conclusion, bdm-ps was: not able to confirm that the absence of the manufacturing date is a deviation with regards to the bd customer specification. Able to confirm that the absence of the merck po number is a deviation with regards to the bd customer specification. During a meeting hold on january 9th, 2014 between merck and bdm-ps, the minute of meeting mentions "the po# can be removed from the label". This was done to help reduce the overall lead-time from po placement to order shipment from shl. This change was implemented at supplier level but was not implemented in customer specification (B)(4) applicable for this product. Unconfirmed, no issue observed for the absence of the date of manufacturing (dom). Confirmed, out of specification for the absence of the merck purchase order (po) number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label of bd¿ pen ii organon puregon pen second gen was missing information about manufacturing date and msd purchase order numbers.